Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found no anomalies. Device evaluation identified that the device had intermittent power and confirmed the batteries overheating. The ECG rear connector flex was replaced. The circuit boards were inspected, the device was set to factory default, the case was checked for damage, the device was cleaned, and it was tested on a simulator. The root cause was determined to be the OEM flex used in the previous repair had corrosion on it which caused the device to short out and heat up the batteries. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the batteries were getting hot. There was no report of patient harm. No additional information is available.